Manufacturer narrative:
Device was not returned to MFR for eval. Device history review showed nothing related to this incident. Complaint history review showed one complaint of similar nature.

Event description:
On 1/10/97, PICC placed in pt's left arm. On 1/27/97, it was noted the skin immediately under the external catheter and hub was very red and moist. When redressed, the external catheter was repositioned on the pt's upper arm. By 1/28/97, the PICC reaction was worsening and the PICC was removed and a port was placed.